Manufacturer narrative:
A ge service representative performed an on site investigation. The casters and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had an intermittent milliamps error and would shut down. Also two of the workstation casters came fell off. No patient injury was reported.